Event description:
A nurse reports that a patient reportedly received the following results on the inform system within 10 minutes: 280 mg/dl and 111 mg/dl. No actions taken based on device results. The nurse withheld any treatment and waited on a lab result of lab work drawn approximately 45 minutes after the reading of 111 mg/dl. Lab result of 82 was reported and no insulin was administered to the patient. Patient was not symptomatic of hypo- or hyperglycemia. No adverse event reported. Requested return of suspect device and replacement was sent.